Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. The t:flex pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was intermittently inaccurate. Customer's blood glucose reached 241 mg/dl. Customer does not practice proper air removal technique as well as add and removes insulin while cartridge is still loaded. Customer continued to use the pump for insulin therapy.